Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was vibrating and making a grinding noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out/damaged bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was making a grinding sound. During in-house engineering evaluation, it was observed that the device was vibrating. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.